Event description:
It was reported that patient's right ventricular (rv), left ventricular (lv) lead and atrial leads were stuck together. All leads were explanted and replaced. There were no patient conseqeunces.